Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps had been performed accordingly. The final acceptance test proved the device functions to be as specified. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified,documenting a correct sensing and shock delivery. The specified energy level was reached. Next, the memory content of the device was inspected. The inspection revealed that the battery voltage temporarily dropped below the eri-threshold, which led to the automatic detection of the battery status eri and a notification via home monitoring to assure the patients safety. Furthermore, the data showed an inconsistency between the amount of charge taken from the battery and the battery voltage. The battery voltage decreased faster than expected. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The overall current consumption of the electrical module was directly measured and proved to be normal and as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The microcalorimetry analysis showed an elevated heat dissipation. The battery was opened for destructive analysis. During the inspection of the inner assembly an insulation damage within the battery was identified, which led to the elevated internal self-depletion. In conclusion, the device was implanted for approximately 66 months. The analysis revealed an elevated internal self-depletion within the battery. Based on the analysis, all therapy functions of the device were entirely available while the device was implanted and in service. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
Ous MDR - homemonitoring alert received on (B)(6) 2018 indicating that the device had reached eri. The previous hm report received on the (B)(6) 2018 showed the battery status to be mol1 at 56 percent. The patient has had no episodes, therapies or changes in lead measurements. They pace at 0 percent in both the atrium and ventricle. The explant date was not provided.